Event description:
"The valve couldn't get programmed, trying several times." Repeated requests were made to affiliate for additional information to determine if the device was involved in a reportable event. No definitive response was received, however, it was learned in 2004 that the device was explanted 7 months after implantation. Based upon this information, it is believed that the valve was explanted due to programming difficulties.